Event description:
A pump alarm was reported during pumping, indicated as alarm 20. There was no reported adverse impact to the customer¿s blood glucose level, as the customer declined to answer related questions. The issue resolved after the user changed the cartridge before contacting support.